Event description:
A vaxcel mini port was placed for therapeutic purposes approx. Three years ago. The port had been viewed six months previous for tpa and it was assumed it had been flushed monthly. Upon difficulty with drawing blood, it was reported a catheter fracture was found. The port was explanted.